Event description:
Attorney reported to bioform medical that a client had been injected with radiesse by dr. It was reported that the patient had experienced a severe infection, causing damage to the tissue and cartilage of the right nostril.

Manufacturer narrative:
Bioform medical has tried on numerous occasions to contact the physician. The device, lot number, procedure date, and post treatment diagnosis have not been confirmed.